Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's blower motor was found to be contaminated with dust. The blower motor was replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of estimate.